Manufacturer narrative:
E1 initial reporter address 1 - (B)(6). B5 describe event or problem updated. Media/device analysis: carotid wallstent monorail 10.0-37 was received for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. Blood and media was visible inside the delivery system which is evidence that the device had been used inside the patient. The device was returned with the stent fully constrained in the correct position on the device. The investigator was unable to deploy the stent due to the presence of solidified blood and media within the delivery system. The device was placed in a water bath at 37 degrees in an attempt to soften the blood and media. The device was removed from the water bath but the investigator was still unable to deploy the stent. A visual inspection of the un deployed stent identified damage to the distal stent wires. This type of damage could potentially have occurred when attempting deployment at a challenging lesion site. No other issues were noted with the stent. No issues or damage was noted to the tip of the device.

Event description:
It was reported that stent damaged occurred. The stenosed target lesion was located in the common carotid artery. A 10.0-37 carotid wallstent was used to treat the lesion; however, it was found that the front edge of the stent was not smooth under digital subtraction angiography (dsa). The procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was stable. It was further reported that the stenosis rate of the target lesion was 80%. It was noted that after less than half of the stent was deployed inside the patient body, the abnormal shape of the stent was found under deployment. The stent was then withdrawn for observation.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Media/device analysis: the carotid device was not returned to the complaint investigation site for analysis. However, an image of the device was provided by the customer which depicts the stent of the device partially deployed and the distal stent wire are damaged. Blood is evident on the partially deployed stent and within the delivery system which suggests that the device was used inside the patient.

Event description:
It was reported that stent damaged occurred. The stenosed target lesion was located in the common carotid artery. A 10.0-37 carotid wallstent was used to treat the lesion; however, it was found that the front edge of the stent was not smooth under digital subtraction angiography (dsa). The procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was stable.